Event description:
Customer reportedly received results of 290 mg/dl and 112 mg/dl within 10 minutes on the compact system. High blood glucose symptoms reported with these results. No action taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.